Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the multiple drawers were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 6, had two pockets that were off the bus and would not recover. A field service engineer removed the rear panel from the drawer, disconnected the row, board, and cable, cleaned the connector, and reconnected the cable. The fse then returned the rear panel to the drawer, plugged the drawer back in, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.